Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer's bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
Report date: 03aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a backup alarm error message. The device was not in clinical use at the time of the event. There was no report of patient or user harm.